Event description:
It was reported that (1) device was used during an unknown procedure. It was reported by the affiliate that the cdh25 would not staple and did not cut. There was no consequence to the pt.